Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, over-sensing due loss of capture on the right ventricle (rv) lead was noted. Diagnostic imaging was performed, however, no anomalies were observed on the rv lead. The patient was stable and will continue to be monitored.